Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy, the surgeon fired the instrument but the anastomosis did not happen. The surgeon had to hand sew the anastomosis after the stapler did not staple the intestine. The surgical time was extended by more than 30 minutes.